Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) spoke with the customer and confirmed the pyxis system was rebooted and returned to normal operation. No onsite visit was required at this time. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station displayed a black screen. While troubleshooting a separate issue, it was observed that the station had rebooted unexpectedly and booted to a black screen. The customer attempted to reboot the device again; however, the issue persisted. However, there were no delays or adverse events or injuries reporetd based on this event.